Event description:
Event description guidant received information that three months post implant, this implantable cardioverter defibrillator (ICD) displayed an earlier than expected middle of life (mol) indicator. Charge times are within normal range. Tones are emitted when a capacitor reformation is initiated. The tones cease when telemetry is cancelled.